Manufacturer narrative:
The investigation has been completed and the effect to patient cannot be confirmed through a log review or duplication testing. No failure identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. There was no reported impact to the customer's blood glucose level due to the malfunction alarm. In addition, the customer reported to have experienced an elevated blood glucose (bg) level earlier of over (400 mg/dl) the customer took a bolus via the pump to stabilize bg level. The customer was unsure on what caused elevated bg level. It was indicated that the customer would use manual injections as alternate insulin therapy.